Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed pump supplies and ultimately reverted to an alternate method of insulin delivery. There was no adverse impact to customer¿s blood glucose level.